Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, a trapezoid rx basket was being used to remove a stone when the stone became lodged in the basket. The safety detachment feature of the basket tip reportedly did not function as intended. The basket had to be cut to remove as much of the wire as possible from the working channel. Spyglass and lithotripsy were then utilized to fragment the stone, after which the basket was able to be closed and removed from the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Block h2: correction g4: premarket / 510(k) #. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Block h11: the trapezoid rx device was not returned for analysis. A photograph was provided by the customer; review of the image observed that the working length appeared stretched and severed, and the handle cannula appeared detached from the handle. The reported event could not be confirmed due to the absence of the device for examination. Based on the available information, review of the provided image suggests that the working length was cut and subsequently stretched during the procedure. A review and analysis of all available information indicates that the most probable root cause is cause not established.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, a trapezoid rx basket was being used to remove a stone when the stone became lodged in the basket. The safety detachment feature of the basket tip reportedly did not function as intended. The basket had to be cut to remove as much of the wire as possible from the working channel. Spyglass and lithotripsy were then utilized to fragment the stone, after which the basket was able to be closed and removed from the patient. There were no reported patient complications as a result of this event.